Event description:
A malfunction alarm identified as "malf 12" was reported. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, which resolved the issue, and advised the customer to report any recurring malfunction. The customer acknowledged and understood the instructions.